Event description:
The customer observed higher than expected vitros ipth values obtained from a non ocd biorad level 2 quality control fluid on a vitros 5600 integrated system. Biorad l2: 292.36, 293.56 pg/ml vs. Expected value of 221.0 pg/ml. The customer made not allegations that patient sample results were affected, and there was no report of patient harm. However, the investigation cannot conclude that patient sample results were not affected, or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from a single quality control sample, when processed on the vitros 5600 system. Investigation was unable to determine an assignable cause, however; the possibility that poor sample handling had contributed to the results could not be ruled out entirely. The investigation did not identify any unexpected vitros ipth reagent or vitros 5600 system performances. A definitive root cause for the event could not be determined.